Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a supply change was not completed on the ilet, which prevented insulin delivery until the user¿s caregiver was guided through finishing the supply change and resuming insulin delivery. Symptoms included no reported clinical symptoms. Outcomes included elevated blood glucose with a highest reported value of 248 mg/dl over approximately 12 hours, user-initiated correction once insulin delivery resumed, and a non-medical assist from a family caregiver. Investigation included troubleshooting and education provided by support to complete the supply change and restore therapy. Investigation of this case revealed that insulin was not delivered due to an incomplete supply change, consistent with use-related interruption of therapy and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.